Event description:
Pt rec'd radiesse voice injectable implant by surgeon and almost immediately noted to have drop in bp. No wheezes or hives but bp treated with vasopressors and epi as well as solumedrol, benadryl, zantac. The pt had nka noted but did receive cefazolin 1 gm ivp 5 min prior to the voice injectable implant injection. Dose or amount: 2 syringes (2ml). Frequency: once. Route: 039. Date of use: 2008. Diagnosis or reason for use: glottic incompetence.